Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2025, the patient experienced an unspecified condition. This adverse event was treated by a revision surgery on (B)(6) 2025, in which a jii md xlpe art isrt sz 3-4 rt 9mm was exchanged. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Device mishandling or misuse such as the journey ii medial dished articular insert being incorrectly sized are documented within the complaint management system to facilitate failure monitoring and trending. Based on the nature of the failure reported and the medium risk of the complaint, no further investigation is required no updates to instructions for use and surgical technique. A review of the instructions for use documents for knee systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Since the insert implanted was missized, the event is attributed to a use error. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Additional information: b5, h6 (health effect - clinical code and medical device problem code).internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2025, the patient had to undergo a revision surgery on (B)(6) 2025, because the jii md xlpe art isrt sz 3-4 rt 9mm implanted was missized and needed to be replaced with a sz 5-6 insert to fit the size 5 tibial baseplate. Patient's current health status is unknown.